Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the procedure was to treat a heavily tortuous calcified lesion in the cx. No predilatation was performed. The mini vision was advanced, but was unable to cross. When the mini vision was removed, the stent was missing. The stent was found in the rhv. Nothing else was able to cross. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering could not determine a definitive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with the stent implant loose in bag. The first two rows of proximal struts were slightly smashed. There were two flared struts in the first row of distal struts. There was no other damage noted to the stent implant. The balloon appeared to be previously inflated. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The other company's guiding catheter and rhv used during the procedure were returned. The protective sheath was not returned. A laser micrometer was used to measure the outer diameters of the stent implant. The proximal measurements met manufacturing criteria. The distal and middle measurements were oversized. Using ansi/hima industry standard gauges, the male and female luers of the rhv met industry standards. Product performance engineering reviewed the incident information and results of the returned device analysis. The inability to cross a lesion can be affected by numerous factors including but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, and device placement technique, interaction with other devices, device size selection, or accessory device support. In this case, the vessel was described as being heavily tortuous and the lesion heavily calcified. Also, it was reported that no pre-dilatation was performed. These factors appear likely to have contributed to the failed attempt to cross the lesion. The exact root cause is unknown, but it should be noted that it is prescribed in the instructions for use (IFU) to: "pre-dilate the lesion with a ptca catheter". Factors that can affect stent dislodgement include, but are not limited to, forced sheath removal, positive or negative pressure during prep, resistance with the lesion or accessory devices during use or inadequate crimping during manufacturing. There were crimp marks noted on the balloon of the returned sds, suggesting that the stent implant was at least crimped onto the balloon at the time of manufacturing. The balloon appeared to be previously inflated, suggesting that positive pressure may have been applied to the system during preparation for use or that the device was otherwise used after the dislodgement occurred. This may have contributed to partial dislodgement of the stent and led to interaction of the stent with the rhv during advancement or withdrawal of the sds. While the rhv was measured to be within specification, it is possible that the rhv may not have been opened as widely as possible as recommended in the same IFU to prevent interaction with the sds during advancement or retraction of the device. The resistance experienced during the attempt to cross the lesion may have contributed to the loosening of the stent as could have interaction with the guide catheter tip during withdrawal. Ultimately, the exact root cause of the stent dislodgement is unknown. The analysis of the returned device noted smashed and flared struts on the proximal and distal ends. These types of damages are consistent with either interaction of the stent implant with accessory device during retraction or interaction with the anatomy during advancement to cross the calcified lesion. It is also possible that some of these damages occured during handling of the stent implant after the reported dislodgement. The outer diameters of the undamaged parts of the stent did not meet manufacturing criteria (oversized); since the crimped stent was reported dislodged, this over-sizing may have occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. A definitive cause for the damage cannot be determined. There is no indication of a quality issue. Product performance engineering will monitor the incident circumstances. The profile dimensions on all catheters by visual and dimensional checks on the manufacturing line at abbott vascular. All stent delivery systems are 100% visually inspected online for stent placement/security. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.